Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during start up testing. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause of the reported problem was a defective speaker. The speaker was replaced and the device was operational after repairs were completed.

Event description:
Philips received a complaint on a intellivue mx40 802.11a/b/g device indicating that during evaluation at bench repair, it was identified that the device had that the speaker had no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.